Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, after crossing the inter-atrial septum and entering into the laa with an unspecified 6 fr pigtail, they advanced this watchman&#59393;access system. While preparing to watchman closure device outside of the patient, the patient's blood pressure dropped precipitously. The patient was started on a vasopressors and fluid was administered. Echocardiography was performed and they noticed a pericardial effusion behind the right atrium. They aborted the case and attempted to perform pericardiocentesis, but they were unsuccessful. Patient was then sent to the ICU and later for surgery to remove the loculated blood or thrombus from the pericardium. No further patient complications were reported and the patient's stable and doing well post surgery.